Event description:
Report received of an underdelivery. The pump was returned to the biomedical engineering dept with a note that stated, "running 50 ml IV bag @ 50 ml bag @ 50 cc/hr, not completed after 2 hours; increased to 75 cc/hr, still not done after 30 minutes." There were no reported adverse pt effects. No medical interventions were required.